Event description:
It was reported a spectrum pump alarmed door not fully latched. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were unable to be reproduced, but were confirmed through review of the event history log. This condition was determined to have been caused by loose link screws. The link screws were replaced to correct this condition.